Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a hawkone device with a spider fx for treatment of a lesion in the patients mid superficial femoral artery(sfa) described as being a little tortuous. It was reported the hawkone would not come through the sheath for removal. The physician pulled on the device and a piece of it separated. The detached portion was removed with a hemostat. The procedure was completed using a femstop and pressure on common femoral artery.

Manufacturer narrative:
Additional information received (B)(6) 2018: the patient did not receive any further treatment. It was reported that the patient has recovered. It is unknown from which device the detached portion came. Initial reporter name: dr. (B)(6). Additional information received (B)(6) 2018: initial reporters telephone number (B)(6). If information is provided in the future, a supplemental report will be issued.